Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing had detached at the site yesterday. Further, the patient was now was sitting in the emergency room due to high blood glucose and was being treated for the same. Currently, his blood glucose level was 571 mg/dl. No further information available.